Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records for this lot have been requested.

Event description:
It was reported that, on an unknown date, the tip broke off on a bone spreader during an attempt to straighten the instrument. This device did not malfunction during surgery or while being used on a patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was returned because the top prong of the double pronged side broke off. The device was received at service and repair who conducted a visual evaluation and determined the device could not be repaired. The device was discarded. There is no further information available for this event. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional narrative: device is an instrument and is not an implant/explant. Product development event evaluation states: the returned devices were are intended for and optionally used for (398.93) small fragment spreading and (321.15) for large fragment fracture reduction, external fixation assembly, ti nail cap installation and veterinary trauma procedures. The (398.15) bone spreader device was received with 1 of the 3 distal legs broken off and missing. Closer inspection of the remaining legs reveals tool marks consistent with the admitted attempt by spd to "straighten" the instrument. Initial bending is likely to have occurred during use or spd handling and the straightening efforts introduced forces beyond what the device is designed for. The method of use and improper instrument care has led to this complaint. The device design is determined to be suitable for its intended use and the complaint invalid from a design perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implant/ explant. The bonce spreader has sheared off at the tip. This broken tip wasn't received. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was carried out and found to be good. An inspection of the opposite tip which was not broken was checked as the parts are machined at the same time. The tip dimensions were found to be conforming.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. The item was received with a broken tip. No service history review can be performed as this is a lot controlled item.